Event description:
A surgeon is reporting the "laser emitted continuously when in laser mode repeat". The laser emission stopped once the laser was changed to standby mode. It was noted the patient received additional treatment that was not planned. It was confirmed there was no impact tot he patient's visual acuity from the additional treatment. The surgery was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The report was mailed to FDA on: may 8, 2014. (B)(4).